Event description:
It was reported that the patient expired due to congestive heart failure it was also reported that the patient had chronic obstructive pulmonary disease. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.